Manufacturer narrative:
A philips authorized distributor (ad) evaluated the device and found that the nbp pump was faulty and replaced the nbp pump to resolve the issue. Analysis was performed and investigation has been completed. The distributor replaced the nbp pump for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). E1: (B)(6). Philips is in the process of obtaining additional information concerning this, event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the measurements of the nibp are incorrect. The device was in use on patient at time of event, there was no adverse event reported.